Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that suture placement in the calcified right common femoral artery was achieved with two proglide device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a 19f and the tavi procedure was completed. Reportedly, the suture knots were successfully advanced; however, hemostasis was not achieved. It is possible that tissue damage occurred as extraluminal contrast was seen in femoral angiogram. A covered stent endoprosthesis was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Clinical study patient ID: (B)(4). It was reported that vessel puncture closure closure of the right common femoral artery was attempted using the proglide device relative to a transcatheter aortic valve implantation interventional procedure. Reportedly, severe bleeding occurred despite proglide closure. A covered stent endoprosthesis was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.